Event description:
It was reported that pericardial effusion (pe) and cardiac tamponade occurred. A concomitant pulsed field ablation and left atrial appendage (laa) closure procedure was performed under transesophageal echocardiography (tee) and intracardiac echocardiography (ice) guidance. Baseline tee demonstrated a pre-existing trivial pe of unknown cause. During transseptal puncture (tsp using a faradrive connect dilator, imaging showed that the pe had increased compared to baseline. Despite the increase in pe, the ablation procedure was completed and the watchman laa closure procedure was subsequently performed and a 27mm watchman flx pro closure device was implanted. The patient developed cardiac tamponade during the procedure, and the physician decided to perform pericardiocentesis after the end of the ablation and laa closure procedures, where approximately 1 liter of blood was removed from the pericardial space. A pericardial drain was placed and blood transfusion was administered. The patient was transferred to the intensive care unit (ICU) for monitoring and is expected to fully recover.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that pericardial effusion (pe) and cardiac tamponade occurred. A concomitant pulsed field ablation and left atrial appendage (laa) closure procedure was performed under transesophageal echocardiography (tee) and intracardiac echocardiography (ice) guidance. Baseline tee demonstrated a pre-existing trivial pe of unknown cause. During transseptal puncture (tsp using a faradrive connect dilator, imaging showed that the pe had increased compared to baseline. Despite the increase in pe, the ablation procedure was completed and the watchman laa closure procedure was subsequently performed and a 27mm watchman flx pro closure device was implanted. The patient developed cardiac tamponade during the procedure, and the physician decided to perform pericardiocentesis after the end of the ablation and laa closure procedures, where approximately 1 liter of blood was removed from the pericardial space. A pericardial drain was placed and blood transfusion was administered. The patient was transferred to the intensive care unit (ICU) for monitoring and is expected to fully recover.